Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the ipg will not communicate with the external devices. The patient reports she has not used or recharged her scs system in approximately one year. Surgical intervention may be pending to address this issue.